Manufacturer narrative:
On 26-oct-2025, bwi received additional information regarding the event. The patient required extended hospitalization because of paresis. Form updates: - b2 "2. Is hospitalization initial/prolonged" was selected. - h6 health effect impact code was updated to "hospitalization or prolonged hospitalization" (f08). The specific date of the event date was 05-sept-2025. The symptoms of paralysis were observed on the morning of (B)(6) 2025. The physician¿s opinion on the cause of this adverse event was that the cause was patient related. The patient was on dialysis and had a pre-procedure warfarin level of 15. Normally, infusion would be administered after the procedure, but it was not given. Additionally, the coronary arteries are narrow. There may have been multiple factors contributing to the cause. The outcome of the adverse event was improved. Hemiparesis remained. The patient has shown improvement in mobility since the initial stage, but it is not a full recovery yet. The patient required extended hospitalization because of paresis. No relevant tests/laboratory data. One transseptal puncture site was performed during the procedure. The number of performed ablations was 28 ablations with pfa (pulse field ablation) energy. 26 ablations were performed within the pulmonary veins and 2 ablations for posterior wall outside the pulmonary veins. The neurological impairment event was cerebrovascular/stroke. MRI (magnetic resonance imaging) was done to diagnosis or rule out a stroke with infarctions observed to be widely dispersed. Cerebral infarction near the midbrain and cerebellum. The patient¿s symptoms improved but still remained. No evidence of char or blood thrombus/clot during the procedure. This was new procedure with paf. The patient does not have previous history of stroke. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The patient¿s rhythm during ablation was sinus rhythm. Pre-ablation thrombus check was performed. A previous CT (computed tomography) scan or MRI was not performed. The patient did not have any anatomical abnormalities. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, it was identified that the h7 remedial action initiated type and the h9 FDA correction/ removal reporting no were mistakenly omitted from the initial report and have been filled out in this report. On (B)(6)) 2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31603756l and no internal action related to the complaint was found during the review. Corrective and preventive action (CAPA) is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
After a cardiac ablation procedure with a varipulse catheter, the patient experienced mild cerebral infarction. No extended hospitalization. No abnormalities observed prior/during use of the product. Medical history consisted of dialysis. Information received indicated that the distributor informed that a patient who underwent varipulse procedure on (B)(6) 2025. When confirming the source of the report, it was clarified that it was provided by customer education and not from the attending physician. The details will be verified during the next visit with the attending physician. The neurological impairment event that occurred was cerebrovascular accident (cva)/ stroke. The sheath and the catheters were exchanged one catheter was used. The delivered energy was pfa (pulse field ablation). No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).